Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v698092, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported that the implantable neurostimulator (ins) was explanted because it was malfunctioning. It was unknown if the whole system was explanted.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator revealed no significant anomalies. The battery was at normal end of life with no telemetry and no output.

Event description:
Additional information received from a healthcare provider reported that there was an interstim malfunction and a battery change was done. The device issue was noted to be a dead battery. The device was unable to be interrogated secondary to the dead battery. Symptoms included a return of incontinence symptoms.